Event description:
The sales rep reported a hip revision surgery due to pt's infection. The surgeon removed and replaced the acetabular insert and head. The original implant surgery was on (B)(6) 2013 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Eval summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of mfg and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. During the revision surgery to acetabular insert and femoral head were replaced. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.